Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the error 5 message, which was unresolved with troubleshooting. The customer service agent (csa) discovered that the pt was using incorrect technique to test. However, the issue was not resolved when a retest was performed. There were no allegations of harm or injury.